Event description:
A surgeon reports that a pt developed significant postoperative inflammation following intraocular lens implant surgery. The pt received treatment for endophthalmitis; however, cultures were negative.